Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system has a history of inappropriate shocks and the most recent occurred while dancing. Boston scientific technical services (ts) was contacted for device data evaluation and recommendations. It was discussed that the patient had variable morphology at higher rates with reduced r-wave amplitude measurements. The patient also had intermittent over-sensing of ectopic beats during the event. It was recommended to adjust the patient's heart rate control medication and continue with remote monitoring. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.